Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed. It was reported that the internal power source in the pump is unable to charge. Customer's blood glucose level was 207 mg/dl. It also stated that troubleshooting was performed. Customer was advised to monitor the pump and call back if the error recurs. Customer will not return device for analysis

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart error test due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.